Event description:
It was reported a ciaglia blue rhino percutaneous tracheostomy introducer set was difficult to use. The blue rhino dilator did not lubricate after water was applied; therefore, the physician had difficulty opening the tracheal ring with the dilator. The physician used dilation forceps and tracheotomy intubation from another manufacturer to complete the procedure. Additionally, an ultrasound evaluation of the neck of the patient was not completed prior to the procedure to aid in anatomical variances. The access site was not dissected vertically nor transversely down to the anterior tracheal wall before advancement of the dilator. Bronchoscopic guidance was not used during the procedure. However, a dissection (using fingertip) of the front of the trachea in the midline was completed to free tissue and identify the cricoid cartilage before the advancement of the dilator. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of (B)(6) (china) informed cook that on 27sep2022 the dilator in a ciaglia blue rhino percutaneous tracheostomy introducer (c-ptis-100-hc; lot: 14053483) was missing coating. The doctor reported that the dilator wasn¿t lubricated after applying water to the dilator. It was reported that an ultrasound evaluation of the neck of the patient was not completed prior to the procedure to aid in anatomical variances. The access site was not dissected vertically nor transversely down to the anterior tracheal wall before advancement of the dilator. Bronchoscopic guidance was not used during the procedure. However, a dissection (using fingertip) of the front of the trachea in the midline was completed to free tissue and identify the cricoid cartilage before the advancement of the dilator. The doctor used another dilator forceps to complete the procedure. The patient did not experience any adverse effects or require any additional procedures. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used ptis blue rhino horn dilator. The white catheter was also returned inside the blue rhino dilator. Testing found the blue rhino dilator was lubricous after the surface was activated with water. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for lot 14053483, including all related subassembly and raw material lots, recording no relevant non-conformances. A database search for complaint on the reported lot found no additional complaints reported from the field. The information provided upon review of dmr, DHR, and device failure analysis does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptis_rev8] ¿ciaglia blue rhino percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: precautions: ¿bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilator and tracheostomy tube. An ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instrucitons for use: tracheostomy procedure: ¿palpate landmark structures (thyroid notch, cricoid cartilage) to ascertain proper location for tracheostomy tube placement. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and rotation may lead to long-term complications.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that the patient¿s anatomy could have possibly contributed to this failure. Lubrication was found on the device after testing. There are multiple steps in the IFU that assist with the dilation of the tracheal ring. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.